Manufacturer narrative:
The ge healthcare service representative troubleshot this reported fault with ge healthcare technical support. The wiring harness from the ventilator monitor board to the sensor board was replaced to resolve the issue.

Event description:
The hospital reported the unit had a system reset alarm and software watchdog errors in the logs, these alarms would have resulted in a loss of mechanical ventilation. There was no report of patient involvement.